Event description:
The patient reported that they had an MRI which was not related to their implant and had to turn their device off for the MRI. They still had the implantable neurostimulator (ins) at the time of the report and wanted assistance turning it back on. It was noted that the reason the patient kept the stimulation off for so long was because right before the MRI their right leg started to get wobbly and felt like rubber. This started the month prior to the report. The patient had a fall because of this feeling. They could not trust their right leg so they kept the stimulation off after the MRI. They were walked through turning their stimulation back on and increasing it to 2.70v. The patient noted that the right side of their implant had never worked for them. The stimulation would always slip down and then they would no longer feel stimulation on their right side. It was noted that the left side worked just fine. These issues had been present since implant. The patient was going to see their doctor about the issues with the right side of their system. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.